Manufacturer narrative:
H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during and after a low performance issue reported in a separate case, the tracking details displayed what appeared to be a "ghost reference frame." A manufacturer representative (rep) recalled seeing a second reference frame in the tracking details, with the top left sphere missing. This reference frame was not physically present in the field. The rep moved the camera slightly, and the phantom reference frame disappeared. The rep noted that the phantom frame appeared approximately 3 inches south and 3 inches to the right of the actual reference frame in the tracking details. At times during navigation, the instruments appeared in the tracking details, but the reference frame itself was missing. When this occurred, the rep slightly adjusted the camera, and the reference frame reappeared. It was noted that there were no instruments in the field that could have caused confusion or been mistaken for an additional reference frame or instruments. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs captured thousands of "infrared interference error". It was suspected infrared interference error might have caused the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.